Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the doctor introduced the lead inside the patient with the helix extended. The innominate vein was accessed and the doctor gently pulled on the lead. Later, the lead was removed and a helix integrity issue was observed. The lead was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.